Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the air/water channel of the subject device tested positive for filamentous fungi (1cfu / endoscope) and the auxiliary channel of the subject device tested positive for gram-positive bacteria (34cfu / endoscope). The device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to correct the reprocessing method for the subject device and to provide additional information. The device had not been manually reprocessed but with an olympus automated endoscope reprocessor model etd (not available in the USA). The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france.(ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the device tested positive for coagulase-negative staphylococci (2cfu / endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.